Manufacturer narrative:
A review of the photos and complaint form indicate the most likely cause of the issue is the front panel assembly. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; there is no display when ventilating. The customer reported the screen is black and they cannot see the patient or settings menu. The customer reported the fault could be the screen and inverter board. The issue occurred during patient use, the customer reported there is no patient consequence associated with the event.